Manufacturer narrative:
Investigation outcome: no tech fault or visible error. Screen went blank and vent had "screeching" alarm. The issue occurred during startup. When the hamilton-t1 ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Consequently, a failed startup is not a critical failure. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. Hamilton medical ag has requested further information. However, no further information was received. Only that the issue has been resloved and device is back in use. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The customer reported to hamilton medical ¿no tech fault or visible error. Screen went blank and vent had "screeching" alarm¿. This occurred during patient transport while the patient was being ventilated. The device log files were provided to hamilton medical. The issue did not result in any patient harm neither caused any delay in treatment. There was no need for any medical intervention reported. The available information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This makes this event reportable.